Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was unknown. The customer reported that they were not received the replace battery now without a low battery warning. This was the second occurrence of replace battery now without a low battery warning. The customer was advised the insulin pump will need to be replaced and they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.